Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5092216, model/catalog description:linear st lead kit 70 cm. The explanted leads were not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively.